Manufacturer narrative:
510k: this report is for an unknown matrixmandible plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, mandible reconstruction surgery was performed. During the surgery, when fixing the unknown plate, the surgeon tried to fix the condylar head and fixation plate with two (2) matrixmandible set screws, it was reported that the set screws could not be firmly tightened and the fixation between condylar head and the fixation plate was not firmly fixed. The surgeon replaced the set screws and reinserted it vertically. However, the fixation of the condylar head and the plate did not improve. The condylar head was still implanted in the patient's body with the condyler head and the reinserted fixing plate moving slightly. The procedure was successfully completed. No plan for re-operation. It was unknown if there was a surgical delay. There was no harm to the patient reported. Concomitant device reported: unknown screwdriver (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) unknown matrixmandible plate. This is report 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.